Manufacturer narrative:
D.4: unique device identifier not available. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-apr-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the application froze on the patient medication order list screen. A technical support specialist (tss) remoted into the system, closed and relaunched the application using windows task manager, and had the user log back in. The user was then able to successfully issue the medication. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medbank mini application froze while issuing baclofen 10 mg tablets. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.